Event description:
The following has been reported: nurse reported: a product issue was encountered at infusion site on (B)(6) 2026. This is for the ivenix lvp primary administration set (set-0032-1) and lot# fa25d07222. The lowest y-site port popped off twice during infusions yesterday. It popped off during an infusion of chemotherapy, resulting in a chemo spill. These were two different infusion sets. " no sample available. No patient harm reported. A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause could be related to the operator not performing the joining operation correctly or lack of joining time in the union resulting in the separation of the tubing from the y-port resulting in the connection failure (leak at connection). The current process controls include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. A red light was installed at all the bonding stations to ensure proper timing is observed. The batch record fa25d07222 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.